Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they were not able to exit the preparing to prime loop. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.